Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to the communication failure between the subject device and the video processor with the camera cable damaging of the subject device due to a load on the camera cable as it was used. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation with following the specification. It was confirmed that there was no image when the subject device was connected to the video processor. The complete loss of the image function observed was due to the cable failure which the camera cable had a deep cut on its external surface. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), the image of the subject device was not displayed when the subject device connected to the video processor. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.